Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Analysis found the rf (radio frequency) head cable insulation was cut. It was noted the rf head was functionally ok. Analysis also found the rf head label was delaminated. (B)(4).

Event description:
The rf (radio frequency) head was returned to the manufacturer, analyzed and tested out of specification. There was no patient involvement indicated.